Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having elevated blood glucose (bg) levels (438mg/ dl). The customer believed that elevated bg levels were a result of a bad site, and as a result they treated by changing out the site and administering a correction bolus. The customer did not suffer any permanent impairment or damage from this event.